Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Only the proximal segment of the lead was returned. Visual inspection revealed no abnormalities other than induced damage. This supplemental report is being filed to correct the entry in h10: additional MFR narrative and to capture the product analysis from the product investigation.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.